Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no 2015691-2024-00447. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, post tavr procedure with a 20mm sapien 3 ultra resilia valve the patient developed pvl with hemolysis. The date of onset of pvl is unknown. The patient will be treated with a bav.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined, however, investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.